Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a faradrive sheath was selected for use. During the procedure, the sheath was prepped in usual fashion. A versa cross connect dilator was used and was advanced transseptal successfully. The dilator and wire were withdrawn. The sheath was aspirated, and air bubbles were noted. Notable bleed back was noted through the valve. The sheath was aspirated again, and more bubbles continuously emerged. The sheath was replaced, and procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a faradrive sheath was selected for use. During the procedure, the sheath was prepped in usual fashion. A versa cross connect dilator was used and was advanced transseptal successfully. The dilator and wire were withdrawn. The sheath was aspirated, and air bubbles were noted. Notable bleed back was noted through the valve. The sheath was aspirated again, and more bubbles continuously emerged. The sheath was replaced, and procedure was completed without patient complications. The sheath was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.